Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor tip broke while impacting the final tibial implant.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device finds the impactor is damaged. The root cause is attributed to product wear out due to normal intended use. Based on the root cause of product wear out, corrective action is not indicated. Continue to monitor via sep-419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.